Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations where estimated values provided by the everense 365 app were entered as calibrations rather than true bg values. Customer care recommended that the user re-link their sensor to clear calibration history and any potential calibration misalignment. Post re-link, the user was advised to continue using the system and was educated on proper calibration techniques. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.